Event description:
An equipment specialist reported that while the surgeon was using the cutter to aspirate, a single bubble came out of the tip each time the surgeon would go to position zero on the foot switch during surgery. The surgeon did not remove the cutter from eye. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The probe was not received at the mfg facility for eval of "bubbles from cutter tip." No lot number was identified with this complaint; therefore, the device history record could not be reviewed. Because a sample has not been returned and no lot info was provided with this complaint, the root cause for the probe complaint issue cannot be determined. Because the root cause is unk, no malfunction was confirmed. (B)(4).